Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-08104. It was reported that the patient expired due to unknown causes while admitted to the hospital. During hospitalization, the device was interrogated and revealed episodes of noise reversion and high ventricular rate. There is no allegation that any abbott device caused or contributed to the patient's expiration.

Manufacturer narrative:
As received, a partial lead (only connector portion) was returned for evaluation in one piece. The reported events of high ventricular rate and noise reversion were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for procedural damage.